Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention shaft fracture occurred. The physician had attempted to cross the target lesion using unspecified stents but was unable to cross the lesion. Using a non-bsc guide catheter, the physician then advanced the 12x2.25mm ion stent delivery system to the target lesion, however the catheter shaft had kinked. The physician then applied force and the catheter shaft broke. The physician felt it may have been caused by the non-bsc guide catheter. The procedure was not completed due to the inability to cross the lesion. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a percutaneous coronary intervention shaft fracture occurred. The physician had attempted to cross the target lesion using unspecified stents but was unable to cross the lesion. Using a non-bsc guide catheter, the physician then advanced the 12x2.25mm ion stent delivery system to the target lesion, however the catheter shaft had kinked. The physician then applied force and the catheter shaft broke. The physician felt it may have been caused by the non-bsc guide catheter. The procedure was not completed due to the inability to cross the lesion. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a taxus element/ion monorail stent delivery system. There was contrast in the inflation lumen. The hypotube was broken 16cm from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The stent was centered between the markerbands on the tightly folded balloon. The last three rows of stent struts on the distal end were stretched and damaged. The tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).